Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, october 01, 2025, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier failed. The technical support specialist followed knowledge article to reinstall the bio ID driver. Uninstalled the lumidigm device, uploaded new drivers to d:\new bioid drivers, and ran install-lumishim.bat as administrator. Installation was successful, devices were rebooted, and lumidvcsvc service was confirmed running. Device manager showed no lumidigm entry, and bio ID was not working in hta or medapplication (logs indicated initialization issues). The case was dispatched to field service engineer (fse) for further checks. The fse tested bio ID in test mode and had the customer log in successfully using bio ID. The system functioned as intended after the technical support specialist and field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, bio ID required maintenance, the station was manually restarted via the pyxis maintenance tab, but the bio ID functionality remained non-operational. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.